Event description:
It was reported that the patient had electrical tape wrapped around both of the black and white connectors and the system controller was subsequentially exchanged by the clinician. The patient was admitted to the hospital to rule out a driveline infection. A computed tomography (CT) of the abdomen showed new small complex fluid hypo density at skin surface entrance of driveline. The patient was negative for leukocytosis and surgery was scheduled a week in advance for the further evaluation of the small fluid collection. The patient was given antibiotics vancomycin and cefepime. The skin around the driveline had moderate irritation, erythema, tenderness and drainage. The patient was discharged (B)(6) 2022. Log files also revealed the patient experienced a loss of external power while connected to the mobile power unit (mpu). The mpu event was resolved once ac power was completely restored to the mpu.

Manufacturer narrative:
Patient gender requested; information not yet provided. Related MFR #2916596-2022-14859, 2916596-2022-14939. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of electrical tape wrapped around damage on the white and black connectors was confirmed via visual analysis. A review of the submitted and downloaded log files contained overlapping data spanning approximately 7 days (22oct22 ¿ 28oct22 per timestamp). All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis after a controller exchange. No alarms were associated with the controller exchange. Visual inspection of the system controller revealed electrical tape wrapped around both strain reliefs and part of the black power cable. Cuts were found on both power cables. The electrical tape was removed; damage to the black power cable, fluid ingress and damage to the strain reliefs was observed. The system controller was functionally tested and was found to have wire fatigue within both power cables. The controller operated a mock loop for an extended period of time without issue. The observed wire fatigue did not affect the controller¿s ability to operate the pump at the set speed. The controller underwent further insulation testing and passed without any issues. The outer layers of the power cables were removed where damage was found, and fluid ingress was discovered. There was no damage to the underlying wires. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event